Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date:31-aug-2021 / serial#: (B)(6) d9: no h3: no h4: mfg date: 20-aug-2020 h5: no d1: heartware ventricular assist system ¿ battery d4: model#:1650 / catalog#:165/ expiration date: 30-apr-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 03-apr-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model#:1650 / catalog#:1650 / expiration date: 30-apr-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 03-apr-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model#:1650 / catalog#:1650 / expiration date: 30-apr-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 03-apr-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model#:1650 / catalog#:1650 / expiration date: 30-apr-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 03-apr-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model#:1650/ catalog#:1650 / expiration date: 30-apr-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 03-apr-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model#:1650 / catalog#:1650 / expiration date: 30-apr-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 03-apr-2023 h5: no d1: heartware ventricular assist system ¿ controller ac adapter d4: model#: 1434 catalog#: 1430 / expiration date: unk / serial or lot#: unk d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller, six batteries, and the controller ac adapter (cac) exhibited power switching issues where the ventricular assist device (vad) exhibited repeated instances of the vad stopping and restarting. It was also reported that controller alarms were associated with these vad stop events. The six (6) batteries, the controller ac adapter was replaced, and the vad and controller remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)), one (1) controller ((B)(6)), six (6) batteries ((B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6)), and one (1) controller ac adapter (unknown lot number) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a controller power-up and associated pump start event logged on (B)(6) 2025 at 07:23:54, indicating a loss of power to the controller. The data point recorded prior to the loss of power indicated that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power indicated that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). There were no anomalies leading up to the loss of power event. The controller was without power for twelve (12) seconds. Additionally, log file analysis revealed no alarms within the analyzed period. Log file analysis also revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events involving that were due to momentary disconnections involving (B)(6), (B)(6), (B)(6), and (B)(6). The batteries were lubricated prior to release. Log file analysis revealed no anomalies involving (B)(6), (B)(6) and an adapter within the analyzed period. As a result, the reported loss of power event and power switching events associated with (B)(6), (B)(6), (B)(6), (B)(6) were confirmed. The reported power switching events involving (B)(6), (B)(6) and the controller ac adapter could not be confirmed. The reported vad stop event could not be confirmed; however, it is likely that the loss of power was perceived as the reported vad stop event. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) and associated batteries fall in scope of this CAPA. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: controller ac adapter d4: serial#: unk h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.